Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -11.00/+2.0/x068. (B)(4). A lens work order search revealed there were no similar complaints within the work order. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.00/+2.0/x068 diopter in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 015 due to excessive vaulting and the patient had a shallow chamber. The lens was exchanged for a smaller length lens with a similar diopter. This resolved the problem. Post-op visit on (B)(6) 2015 - ucva: 20/20.